Event description:
Discordant, falsely low potassium (k) results were obtained on three patient samples on a dimension vista 1500 instrument. The discordant results were reported to the physician(s), who questioned them. The samples were repeated on an alternate dimension vista instrument and on the same instrument, resulting higher than the initial results on both the instruments. It is unknown if the corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low k results.

Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist and stated that they received discordant potassium results. The customer also stated that the quality controls for the instrument were within specifications at the time discordant results were obtained. The customer aligned the integrated multi-sensor technology (imt) module and the imt probe and performed a check one on both, which passed. Upon ccc's instruction, the customer repeated the patient samples, which were acceptable and in alignment with the results obtained on an alternate dimension vista instrument. The cause of discordant, falsely low k results on three patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.